Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp support was initiated via femoral access in a 52-year-old male who underwent impella placement via femoral access for cardiogenic shock. There were no reported complications during device insertion. During routine assessment in the intensive care unit, nursing staff observed new red-colored urine concerning for possible hemolysis. The provider was notified and elected to reduce the p-level and continue close monitoring. The patient¿s medical history is significant for acute myocardial infarction, cardiogenic shock, known coronary artery disease, and ongoing treatment with inotropes, vasopressors, and mechanical ventilatory support. This event is coded for hemolysis based on the clinical finding of red-colored urine and the subsequent management decision. Review of the event did not identify evidence suggesting device contribution to the reported clinical finding. Hemolysis is a known risk in critically ill patients requiring temporary mechanical circulatory support and may be influenced by the patient¿s underlying condition and hemodynamic instability. The patient survived.

Manufacturer narrative:
H6 medical device problem code a01 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
B5: additional information added - clinical narrative. H6: codes updated based on clinical narrative.

Event description:
Impella cp support was initiated via right femoral arterial access in a 52-year-old male who presented with acute myocardial infarction and cardiogenic shock. There were no reported complications during device insertion. The patient¿s medical history was significant for coronary artery disease and ongoing treatment with inotropes, vasopressors, and mechanical ventilatory support. During routine assessment in the intensive care unit, nursing staff observed new red-colored urine concerning for possible hemolysis. The provider was notified and elected to reduce the p-level and continue close monitoring. Subsequently, additional information indicated that the femoral access site began oozing with saturation of the dressing while the patient was moving frequently. Anti-xa level was reported at 0.76. Heparin was reduced and the access site was redressed, after which the bleeding resolved. This event is coded for hemolysis based on the clinical finding of red-colored urine and for access site bleed based on documented groin oozing requiring anticoagulation adjustment and site management. Review of the available information did not identify evidence suggesting device performance contributed to either reported clinical finding. Hemolysis and access site bleeding are known risks in critically ill patients requiring temporary mechanical circulatory support and systemic anticoagulation. The patient survived.

Manufacturer narrative:
Added: d3. Corrected: d1, d4 (serial & catalog), h3. Mechanical interaction with blood / hemolysis: no issue was found on the returned pump. Hemolysis was resolved while the pump was being used in the field; therefore, without sufficient clinical evidence, the cause of the issue was not determined based solely on returned product and data log investigation. Access site adverse event / major bleed: the cause of the bleeding issue was most likely related to reasonably foreseeable misuse associated with anticoagulation management, since the bleeding was resolved after reducing heparin and redressing the site.